Event description:
It was reported the device had an atrial fibrillation alert and the backup failed wireless alert toned three days later. The clinician looked at the manual remote monitoring transmission and the patient indicated later the device was still toning. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.